Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (dose unknown) via an implantable pump for non-malignant pain. It was reported that the patient stated "apparently this pump is one of the pumps that was recalled and the doctor said they have to replace the pump." The pump was not currently alarming or stopped. They wanted to know what recall is that the doctor was referring to. They were redirected to their healthcare provider (hcp). They told her they knew by the serial number of the pump. The serial number was pulled and entered it into the foreign particle check and it displayed "the serial number you entered is not included in thesynchromed ii implantable infusion recall notification. The patient wanted to know why the doctor was removing the pump "there must be something bad with it".  The patient was again redirected to their hcp. Troubleshooting was not required. The issue was not resolved as troubleshooting is not needed. The patient was redirected to their hcp to further address the issue. No patient symptoms or complications were reported.